Event description:
It was reported the spring wire guide became stuck in the needle as soon as the j-tip passed the bevel when advancing the wire. There was no patient harm reported. The wire and needle were removed together and a new catheter was placed at a different site. The patient's condition is reported as "stable".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide became stuck in the needle as soon as the j-tip passed the bevel when advancing the wire. There was no patient harm reported. The wire and needle were removed together and a new catheter was placed at a different site. The patient's condition is reported as "stable".

Manufacturer narrative:
Qn# (B)(4).